Manufacturer narrative:
Omit: a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable, b17 - device not returned, c20 - no findings available, d15 - cause not established.

Event description:
It was reported that pitocin was programed using interoperability with an infusion rate of 2ml/hr. The nurse left room for 10 minutes and upon return it was noticed that the fluid was infusing too quickly. The whole 250ml bag was infused. It was then reported that ultrasound was performed to verify normal fetal activity. The hospital's biomed department was unable to duplicate the event. There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that pitocin was programed using interoperability with an infusion rate of 2ml/hr. The nurse left room for 10 minutes and upon return it was noticed that the fluid was infusing too quickly. The whole 250ml bag was infused. It was then reported that ultrasound was performed to verify normal fetal activity. The hospital's biomed department was unable to duplicate the event. There was patient involvement but the information on patient impact is not known.